Event description:
Item was malfunctioning. After further inspection, the product does not have a FDA approval but requires one. The listed vendor is selling a medical device without FDA approval. Item can be found on the following website. Http://www.semedicalsupply.com/pulse_oximete rs.htm. Southeastern medical supply, inc.